Event description:
The user ran one patient edta plasma sample and obtained a troponin t result of 0.097 ng per ml. This was an unexpected result when compared to previous results for this patient. The same sample was repeated on (B)(6) 2009, poured-off into a hitachi sample cup, and a result of 0.197 ng per ml was obtained. The user considered this to be the correct result. On (B)(6) 2009, the user ran a different patient sample for troponin t and obtained a result of 0.980 ng per ml. The specimen was then removed from the sample container to reach a lower volume and rerun with a result of 0.043 ng per ml. No information was provided to determine which result was reported or if the patients were treated based on the erroneous results. If additional information is received, appropriate notification will be provided.